Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr1089, showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in (B)(6).

Event description:
It was reported that fluids were found leaking from pasting during infusion of a patient. Upon careful observations, there were tiny holes from which fluids leaked.

Event description:
It was reported that fluids were found leaking from pasting during infusion of a patient. Upon careful observations, there were tiny holes from which fluids leaked.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. A 4 fr perqcath catheter was returned for investigation. The catheter was returned without a blue infusion cap attached. The catheter protruded 3mm past the strain relief sleeve. The distal segment of the catheter was not returned. The sample was flushed with water and was found to be patent to infusion. Microscopic observation of the catheter segment present revealed a longitudinal split on the surface. The catheter was cut longitudinally to inspect the inner surface of the catheter. The inner surface of the split was appeared to be more extensive than the outer surface damage. The inner damage observed suggests that the damage may have been caused during retraction of the stylet. The product IFU states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." A lot history review (lhr) of recr1089 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr1089) have been reported from the same facility in china.